Event description:
It was reported after microelectrode recording and macrostim with good results, the canula from the nextdrive system stuck in the posterior multi-adapt lumen. The surgeon forced the canula out while trying to hold the lead in place using both hands. The motion used by the surgeon to pull out the canula pushed the lead down 2.5 cm below the target, the subthalamic nucleus. The lead ended at the brain stem. No patient injury was reported. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The nexframe/nexdrive was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.